Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. (B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a cause for the reported stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted that the rx herculink elite renal and biliary stent system instructions for use states: the rx herculink elite renal stent system is indicated for use in patients with atherosclerotic disease of the renal arteries following sub-optimal percutaneous transluminal renal angioplasty of a de novo or restenotic atherosclerotic lesion (less than 15 mm in length) located within 10 mm of the renal ostium and with a reference vessel diameter of 4.0 - 7.0 mm.

Event description:
It was reported that during the procedure to treat a heavily calcified lesion in the moderately tortuous superior mesenteric vessel with a 4.0mmx12mmx135cm rx herculink elite balloon expandable renal stent system, this stent dislodged during advancement without resistance felt in the profunda artery of the patient. The herculink delivery system with dislodged stent was able to be pulled back into the unspecified guide catheter, then was withdrawn as a single unit. The procedure was completed with another unspecified stent. There were no other device issues, no adverse patient effects, and no occurrence of a clinically significant delay. The patient was discharged in good condition. No additional information was provided.